Event description:
It was reported that prior to use with bd bbl¿ (B)(4) with 5% sheep blood 2000 plates were discovered to be contaminated. The following information was provided by the initial reporter: media contaminated before expiration date. During the control of the media stored under appropriate conditions in the laboratory, it was observed that 2000 of them were contaminated. The media that did not expire were photographed and returned to the dealer.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ (B)(4) with 5% sheep blood catalog number 221263 with 510k number preamendment. Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ columbia agar with 5% sheep blood 2000 plates were discovered to be contaminated. The following information was provided by the initial reporter: media contaminated before expiration date. During the control of the media stored under appropriate conditions in the laboratory, it was observed that 2000 of them were contaminated. The media that did not expire were photographed and returned to the dealer.

Manufacturer narrative:
H6: investigation summary: lot 1215127 contained 2000 contaminated plates. The complaint trend was reviewed for a period covering 12 months. Similar complaints were identified for the same product group. An internal action limit was reached and a trend was identified. The batch record for the respective lot was reviewed. No deviations from the validated processes were registered. However, qc release testing of one sublot for lot 1215127 showed subliminal contamination. The internal acceptance quality limit (aql) for sterility was not violated. Picture samples show a plate of lot 1215127 affected by a microbial contamination with a mold. Based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. Since a trend was identified, a thorough investigation is currently underway. Catalog number 254071 is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. A definite root cause was not identified. H3 other text : see h10